Event description:
(B)(6) states there are multiple issues with this chair the bottom of the seat is coming apart ((B)(4)), the left wheel is wobbly ((B)(4)) and the left arm is not locking in ((B)(4)).